Event description:
Additional information was received. It was reported that the patient's catheter had actually dislodged from her spine, but was never broken. It was noted that the pump was also replaced during the procedure. At the time of report, the patient was "fine" and was receiving effective therapy. The drugs used in this system were noted to be an off-label mixture, but no further details were provided.

Event description:
It was reported that the patient was going into surgery for catheter replacement due to a fractured catheter. It was indicated that the patient had been on a "drug holiday". The outcome of the patient was not provided. The drug delivered via pump was hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4). The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is #3004209178.

Manufacturer narrative:
(B)(4).